Event description:
Customer indicated that threading on the top of the implant broke. No other information was provided.

Event description:
Customer indicated that threading on the top of the implant broke. No other information was provided.